Event description:
A healthcare professional reported that the right wire became loose from a silent nite gl hinge sleep device.

Manufacturer narrative:
Correction was made in manufacturer report number: initial report was submitted in a timely manner on october 1, 2025; however, it was inadvertently submitted as a cfn-based report number instead of a fei-based report number. Additional patient and event information was requested from the customer thus none was received. The device was not returned for analysis. Device evaluation has been completed; following is the device analysis conclusion: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description based on the complaint description, a definitive root cause could not be established. A potential root cause could be due to excessive bruxism which could have caused the wire to become loose. Manufacturer internal reference number: (B)(4).

Manufacturer narrative:
Correction were made in section b4 and g3. Manufacturer internal reference number: (B)(4).